Event description:
The customer reported that their mx40 device display was cracked. The no audio issue for the mx40 device was found at bench. It is unclear whether the device was being used on or off the network. There was no report of patient harm.

Manufacturer narrative:
.